Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0209522652, implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-apr-2017, UDI (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the patient came with underdose symptoms to the hospital. A MRI (magnetic resonance imaging) and CT (computerized tomography) exam and x-ray were performed and showed that the catheter tip was l2/3 epidural instead of th 11/12 spinal in the beginning of the therapy. Replacement of the catheter was planned and the catheter would be returned. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. At the time of the report the issue was not resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the previously reported "th 11/12 spinal" implant location of the catheter was intrathecal and that an anchor was used at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2018-sep-27 reported that the catheter was still implanted and that the replacement date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter replacement was now planned for (B)(6) 2018.

Manufacturer narrative:
Catheter replaced (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the catheter migration was not identified during the procedure. It was also indicated that the catheter would not be returned for analysis because it was lost in the operating room (or). A session report from (B)(6) 2018 was included with the report and showed that the pump was being used to deliver hydromorphone [2.5 mg/ml] at a dose of 0.2100 mg/day, bupivacaine [10.0 mg/ml] at a dose of 0.840 mg/day, and clonidine [200.0 mcg/ml] at a dose of 16.80 mcg/day.

Event description:
Additional session reports from (B)(6) 2018 and (B)(6) 2018 were provided. The report from (B)(6) 2018 showed the pump was previously delivering hydromorphone [5 mg/ml] at a dose of 1.8023 mg/day, bupivacaine [20.0 mg/ml] at a dose of 7.209 mg/day, and clonidine [400.0 mcg/ml] at a dose of 144.19 mcg/day. On (B)(6) 2018 (date of the revision) the concentration and dose was changed to hydromorphone [2.5 mg/ml] at a dose of 0.1802 mg/day, bupivacaine [10.0 mg/ml] at a dose of 0.721 mg/day, and clonidine [200.0 mcg/ml] at a dose of 14.42 mcg/day. On (B)(6) 2018, the dosing was changed to hydromorphone [2.5 mg/ml] at a dose of 0.2100 mg/day, bupivacaine [10.0 mg/ml] at a dose of 0.840 mg/day, and clonidine [200.0 mcg/ml] at a dose of 16.80 mcg/day.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.